Manufacturer narrative:
(B)(4): one (1) cv1061 vm cosgrove flex clamp 61mm fogarty jaw was reported as the complaint. The lot code was not reported as part of the complaint; sample age and manufacture date are unknown. According to the complaint description, the cable-wire part of the sample snapped and broke, releasing all 32 beads off the cable. Failure did not occur during patient use off, no patient or user harm was reported. It is not known if the broke off beads and pieces were recovered or collected for return. Upon requests, the customer did not send photos of the sample nor the rest of the sample in for evaluations and investigations. Based on the customer description, the sample¿s cv10 series swaged cable (99-900-068) that holds all 32 beads (31-400-590) and is threaded onto the 2-56 threaded eye-fitting (31-300-862), was most likely the affected part that incurred the breaking damaged. The wound cable is crimped at the end to plug the swaged threaded fitting onto the end; this fitting has a #2-56 male screw threads that extends (0.25 in) from the top/distal end. These male threads screw into the female receptacle of the threaded eye fitting (clevis). It unknown exactly how the breaking and falling apart failure occurred along the fitting and cable parts. Root causes cannot be concluded without sample review. Conclusion(s): no samples and/or sample photos were returned for evaluations and verifications. No lot code was reported for DHR review. Root cause could not be verified and concluded. It should be noted that over-fatigue and excessive twisting and/or pulling forces, and any improper care, maintenance and/or lack of lubrication could contribute to the failure mode. The IFU indicates several preventive measures and practices for the end-user. The instructions for use state that, 1. The cosgrove flex clamp should be inspected carefully prior to each use and during the cleaning procedure for any signs of unusual wear, cracking or corrosion. 2. The cable wires will fray or come apart before complete breakage; inspect the internal cable by moving beads across the length of the cable in the open position, check for kinking, fraying or any damage to the cable wire. Do not use if any irregularity is detected. 3. The instrument should be properly lubricated (milked) prior to sterilization. This will ensure smooth functioning of the device. 4. For future issues it is recommended to replace or repair the parts of other cosgrove flex clamp products, by sending to the (B)(6).the swaged cable fitting (item number 99-900-068) is a replaceable item.

Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted. Device and lot number not provided for investigation.

Event description:
The customer reported, we had an issue with a cardiac cross clamp cv1061. It has 32 beads and a cable that stiffens as the ratchet is closed. The problem occurred last week - the cable snapped and the beads went all over the place, what could be a major disaster in a by-pass situation. The pieces and clamp are with pathology now. The device was not in patient use, no patient or user harm, no medical intervention. On (B)(6) 2017: although requested, no additional information was received from the customer.